Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the keys on the front panel did not work due to failure of printed circuit boards. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the keys on the front panel did not work. The image was green after connecting the camera head due to a defective printed circuit board, and there was no text in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the image with visera elite video system center was dark while still being able to discern subject of image. Issue was found during reprocessing, prior to laparoscopic procedure. There was no delay, patient was not under anesthesia. Procedure was completed with a similar device. There were no reports of patient harm.